Event description:
On 1/18/1999, pt underwent a carotid endarterectomy for a 75% right internal carotid artery stenosis, with a vascu-guard vascular repair patch. On 2/13/1999, the pt presented with a streptococcus abscess at the surgical site involving the vacu-guard patch. The site was debrided and drained and wound closure was delayed. The pt's status is now reported as "good".